Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that the patients had an opening of the stitches. A new suture was performed and there were no more complications. A review of device history records showed that both the lead and generator were both sterilized and both passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
B3 event date: follow up 1 inadvertently did not update even date. Provider stated that the ae occurred about 2 weeks after initial implant. (B)(6) 2022 will be used as the new event date.

Event description:
Additional follow up received from the treating physician revealed that the observed affected area was reported to be the subcutaneous pocket in the left thoracic region-neurostimulator generator pocket. The event was first identified 10 days post operative. No other relevant information has been received to date.

Event description:
Further follow up with the treating physician reported that the patient's stitches did not open, however, he believes there was damage to a blood vessel during the vns surgery resulting in a late formation of a hematoma. A suture reinforcement procedure was performed to prevent opening due to a hematoma. The treating physician did not recall the date of the reported event but stated that it was more than 2 weeks after vns implant surgery. No other additional relevant information has been received to date.